Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't boot up. Upon inspection fse confirmed the flex vision pc was damaged. Fse replaced the flex vision pc, but issue was not resolved. Upon further inspection fse confirmed the issue occurred due to cmos battery. Fse replaced the cmos battery and hard disk after replacement of cmos battery and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't boot up. Upon inspection fse confirmed the flex vision pc was damaged. Fse replaced the flex vision pc, but issue was not resolved. Upon further inspection fse confirmed the issue occurred due to cmos battery. Fse replaced the cmos battery and hard disk after replacement of cmos battery and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.